Manufacturer narrative:
Additional information received on 17 october 2016 and includes: the pathogen is beta strep. Batch reviews performed on 07 november 2016. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon revised the head and liner. The pathogen was unknown at this time. The surgery was completed successfully. X-rays and explants are not available.